Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: severe leg pain following previous two level transforaminal lumbar interbody fusion (tlif) at l4/5 and l5/s1. Levels implanted: l4, l5, s1. Procedure: revision of previous two level tlif, open midline approach. It was reported that post-op, distal half of the screw shaft was found broken inside the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.